Event description:
A malfunction alarm was reported with a code of malf 12, but there was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction did not recur afterward. The customer was advised to continue using the pump and to contact technical support if the issue happened again, which the customer understood.